Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject underwent a revision surgery due to loosening/lysis. No other effects noted in report.